Event description:
Patient scheduled for breast explant surgery due to implant recall. Exchange of permanent silicone implants from textured to smooth. Explants sent to pathology for gross review. Right breast implant is 12.5 x 12.5 x 4cm. The capsule is intact and filled with clear gelatinous material. Inscription reads mentor hp 400cc. Lot 6487834. Left breast implant is 13 x 13 x 4cm. The capsule is intact and reads mentor hp 425cc. Lot number 6487842.